Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The pump was received with no button response due to the unlocked j2 keypad connector on the lcd board. The pump was received with a minor scratched display window.

Event description:
The customer's aunt reported via phone call that she had an issue with the up and down arrow buttons not working when she tries to clear the alarm. Caller stated that the alarm happened last night and the buttons will not work to clear the alarm. Customer's blood glucose was 96 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.